Event description:
It was reported that during central processing, the plastic tip of the maryland bipolar forceps instrument looked burned.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and was found to have charring and localized melting on the bipolar yaw pulley, between the grip cable and conductor wire with no damage on the wire/cable. The complaint was confirmed by failure analysis.